Manufacturer narrative:
The lead was not returned for an analysis. The analysis is therefore based on the returned pacemaker. Prior to the pacemaker analysis, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. In particular the documented lead impedances were found to be in range. Furthermore, the lead polarity was bipolar and the lead-check function was programmed to off. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Ous MDR: at implantation 10 seconds of cardiac arrest occurred; dislodgement was suspected. Measurements were normal (0.6v at 0.4ms). Cardiac arrest occurred again. The pacemaker was interrogated again and no v pacing and dislodgement were confirmed. The rv lead was repositioned and the pacemaker was replaced.